Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) performing the preventative maintenance (pm) installed getinge batteries supplied by the customer to resolve the battery run time test issue. Full preventative maintenance (pm), safety, calibration, and functionality checks were performed and passed to factory specifications. The iabp was returned to the customer and cleared for clinical use. The initial reporter is a getinge employee with different contact details from that of the event site; his contact information are as follows: (B)(6). The full name of the event site is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the "battery runtime test" during a preventative maintenance (pm) performed by a getinge field service engineer (fse). There was no patient involvement, and there was no adverse event reported.